Event description:
Customer reported the coulter lh 750 hematology analyzer generated low red blood cell (rbc) and platelet (plt) results for quality control samples. There were no erroneous results for patient samples associated with this event. There was no death or injury attributed to this event, and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and discovered pinch valve vl 11a (rbc count valve) broken causing low vacuum to red blood cell (rbc) apertures, and stopped (no drips in rbc vacuum isolation chamber - vic) when the valve broke. The fse replaced the valve to resolve the issue. The fse verified the repair, startup, latron and controls all within specification. Identification of failure modes: failure mode was attributed to broken pinch valve vl11a. No erroneous results for patient samples were generated in connection with this event. Upon recur; the failure mode identified will likely cause erroneous low rbc/indicies, plt results due to low rbc count vacuum. Evaluation of product labeling: lh 750 operator's guide, (B)(4): quality control overview: beckman coulter recommends that quality control checks be performed using patient or commercial controls in both automatic (primary) and manual (secondary) modes at intervals established by your lab. When using a commercial control, refer to the package insert to determine which mode to use. Failure to recover control values within your lab's expected limits or the presence of unexplained shifts or trends in either mode of analysis should be investigated. If control problems in either mode cannot be resolved, call your beckman coulter representative. (B)(4).